Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The case began with a transseptal puncture planned for a concomitant cryoablation and watchman procedure. The physician initially attempted for transseptal puncture (tsp) using a non-boston scientific mechanical needle, however it was unsuccessful. Then, versacross was then used; however it was still unsuccessful to achieve the crossing due to the challenging heart morphology. The physician spent over an hour employing various strategies and manipulating the catheter to find a suitable approach, but despite the efforts, the transseptal puncture could not be completed safely. Hence, the procedure was cancelled. No patient complications occurred. The device is not expected to be returned for analysis (disposed). The versacross rf wire didn't reach the septum, it was attempted more than 6 times but never able to tent the septum and rf was not applied. It was reported that the patient had a challenging heart anatomy, which made the transseptal puncture more complex. The versacross connect was unable to achieve the optimal position required to safely perform the transseptal crossing, adding to the difficulty of the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.